Event description:
According to the complainant, during the hysteroscopy, the physician paused to do a dnc, when the staff went to restart hysteroscpoy, the staff inadvertently took it to the heating phase. While manipulating, the physician noticed the tissue turning gray. The physician believed he was getting a bad image on the machine and did not realize that the machine was heating. He began to remove the sheath not realizing that the fluid was at 74 degrees celsius. The fluid splashed onto the draping hitting the physician. When he felt the water, he realized that it was heating. He turned to see the temperature reading was 74 degrees celsius. An examination of the patient's cavity was done and no burns were reported on the vagina, cervix, or perineum. Procedure done under general anesthesia. In addition, the physician stated that the machine did not alarm. The tm opined that the staff may have hit the stop button prior to the machine's alarm going off. The physician completed the procedure with this hydrothermablator procedure set. The patient is being treated for a second degree burn. Follow-up: unbeknownst to the physician, water pooled near the bottom drape where it caused an 8cm x 2cm, 2nd degree burn on the patient's buttock. The burn was not noticed at the time of the procedure. The day after the procedure, the patient went in to the office complaining of a burn to her buttock. The burn was treated with sylvadine cream and tefla. The physician felt that the patient would heal "fine".

Manufacturer narrative:
The lot number for the hydrothermablator procedure set-5 pack is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the complaint was reported as a patient burn. The description clearly states that the physician was moving the sheath while the procedure was ablating which splashed the patient and caused a pool of water in the area of the patients buttocks. The hta users manual, on page 43, states that the procedure sheath should not be moved until the cooling phase has been completed in order to prevent thermal injuries. Pages 5 - 7 also contain warnings and precautions associated with the use of hta which includes thermal injuries. The most probable root cause is user error. Device discarded